Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking patient a long time to charge. Patient reported they removed the rtm from "the sleeve" and placed the rtm directly over skin. Patient reports they lie on their back with rtm over the implant, their feet is in the air to get excellent recharge quality. Patient reported if they move slightly, the recharge quality drops. Patient reported they have been charging for over an hour and only at 80%. Patient reported they recently had their programs changed and was told charge would last 8 days but only lasted 4 days. No symptoms reported at this time.